Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging there were black marks on the display of the one touch ping meter. The medical surveillance specialist was not able to contact the pt to obtain/clarify information. The reporter said that the black marks were discovered on the display two weeks prior to calling lifescan. The reporter stated the pt felt symptoms of shakiness and dizziness sometime after the issue started around the same day. It is noted that the pt does not take any medications for her diabetes. It would be helpful to know how the pt manages her diabetes and whether she would have done anything differently had there not been black marks on the meter. It was determined during the troubleshooting telephone call, there was no trauma and the interface cable was not attached. The product is not new (out of box.). This complaint is being reported, because the reporter alleged the pt saw black marks on the meter display and suffered symptoms indicative of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.